Manufacturer narrative:
Implanted device remains.

Event description:
Per the audiologist, the patient¿s implant had extruded while at rehab center and appears that the receiver stimulator was cut. Explant and reimplantation had not been decided nor taken place at the time of this report july 13, 2009.